Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis stuck inside a non-bsc microcatheter. The returned device matches with upn and lot number provided by the customer. Only the main coil was returned for this complaint. It was necessary to cut the microcatheter in order to release the main coil as the main coil was returned stuck. The delivery wire was not returned. The zap tip has a smooth surface. The main coil was stretched near the interlocking arm and zap tip; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the no. Of proximal fiber bundles, outer diameter (od) of the zap tip and od of primary coil were performed and were within specifications. However, dimensional inspection of the no. Of distal fiber bundles revealed that there are lacking fiber bundles. No more damages were found in the returned device.

Event description:
Reportable based on device analysis completed on 19dec2019. It was reported that coil could not be pushed from the lumen and was stretched. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed from the microcatheter lumen. Subsequently, the device was pulled out within the catheter and was found to be stretched. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, the device analysis revealed lacking fiber bundles and a detached interlocking arm.